Event description:
Cardiac output port came apart between the white connection and the yellow catheter portion leaving exposed wire. When discovered, the catheter was discontinued. The device was not replaced and there was no patient injury.